Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. Upon positioning, the guidewire was unable to advance in the left ventricular lead due to blood filling the lead cavity. The physician replaced the lead during procedure on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.